Manufacturer narrative:
The solero generator (serial number (B)(4) was returned for evaluation. Unit delivered in good physical condition. Assessment of the unit determined the ronetix card needed to be replaced with a new ronetix card with latest software. The ronetix card was replaced with latest software and tested. Unit passed all testing and no issues were noted. Unit meets all acceptance criteria. The reported issue is confirmed. During functional testing error 0001 appeared during start-up sequence. The root cause for the reported issue was a defective ronetix card with old software. As a correction, the ronetix card was replaced with latest software. Unit was retested and no issues were noted. Unit meets all acceptance criteria. Based on similar reported complaint events of error 0001 being displayed on upon solero generator start-up, a CAPA was initiated to address this unit malfunction. A review of the device history records (service order system) was performed for the reported serial number qby0002032 for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective generator has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the generqator evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
A patient of unknown age and gender presented for a microwave ablation of the liver. The patient was sedated, and a solero probe was tested. The probe did not function as intended, so it was set aside and a new of the same device was opened. The second applicator was successfully tested and then placed into the patient. At the start of the procedure, an error message "0001" displayed on the unit. The unit was turned off, and a different solero unit was obtained to complete the procedure. It was reported the procedure was delayed for approximately 3 hours, in which during that period, the patient was open and sedated. It was reported the patient suffered no harm or injury due to this event. However, as the patient was sedated and open during this delay, there was potential patient risk. The solero generator (sn (B)(4)) as been returned to the manufacturer for evaluation.